Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during prime and was able to get it back to work. Customer's blood glucose was 11 mmol/l when the alarm first occurred, now its 30 mmol/l. The device alarmed motor error again. Customer doesn't think the insulin pump was delivering insulin. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. Troubleshooting for no delivery alarm wasn't performed as customer changed the infusion set and was able to complete the rewind process.